Event description:
When treating a fractures clavicle, the surgeon implanted a mid-shaft clavicle plate but only put two screws medial to the fracture. The plate pulled out medially post-operatively and was revised in a second surgery.